Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this atrial lead exhibited a slow gradual rise in pacing impedance measurements that reached 1900 ohms. Additionally, threshold measurements were also rising. The lead was removed from service during the elective procedure to replace this patient's device. The root cause of the reported clinical observations was not determined and the decision to perform a revision procedure was made as a result of the trended data. No additional adverse patient effects were reported.